Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 10/04/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device. The white plunger was not depressed and the blue slide lock was not engaged. The delivery device was removed from the loading device. The dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 in., the outer diameter was measured at 0.219 in. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. The seal and tension spring was observed in the loading device window. A crack was observed on the outer coil of the seal. The seal and tension spring assembly was removed from the loading device. The seal was observed to be cracked on the outer coil of the seal. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed, but was confirmed for the analyzed failures "fitting problem" and "crack seal".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.